Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the coating came off the hemopro jaws and landed in the patient's leg. Coating pieces were removed from tunnel using hemopro jaw to grab coating pieces. Procedure was completed using the same hemopro device. Hospital did not report any patient complications, as a result.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.